Event description:
It was reported that the patient had a cerebral hemorrhage and passed away. This ekosonic device was selected for use during a bilateral pulmonary embolism procedure. After approximately three hours of ekos treatment, the patient experienced aphasia. A computed tomography (CT) scan was performed which revealed an acute and chronic head bleed. The neurologist then ordered to stop all anticoagulants. The patient subsequently passed away.

Manufacturer narrative:
B2: date of death estimated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.